Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose after supply changes and expressed concern that insulin was exiting the tubing or cannula following priming, despite being disconnected during tubing fill and performing a single fill cannula step. Symptoms included hypoglycemia. Outcomes included user counseling on timely meal announcements, snack entry, appropriate treatment of lows with 8¿10 grams of carbohydrate, proper supply change steps, and activity use, with subsequent improvement reported by the user. Investigation included remote troubleshooting and education on supply change workflow, verification that the user was not connected during tubing fill, and reinforcement of device use practices. Investigation of this case revealed no device alarms, no dosing during disconnected tubing fill, and no identifiable device malfunction, with the event likely related to use patterns around supply changes and meal announcement timing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.